Event description:
The pt received two trial leads with the same lot number. The pt reported she had experienced a significant blood loss at her home during the trial. The pt reported she went to the physician, and the lead wound site was bandaged again to address the issue. It was reported the physician allowed the trial to continue to completion.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.